Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
User facility reported that the product was pulled slightly and blood leakage occurred. No adverse effects to pt or users reported. There was no reported pt injury or treatment associated with this event.